Event description:
During assessment, treatment and transport of a chest pain pt this cardiac monitor was applied to the pt. The monitor during capture reported "v3' lead off. The crew changed electrode patches and pt cables without resolve. Pt was transported to hosp without ability to establish a 12 lead EKG tracing. This unit had just been returned from zoll mfg for main board replacement. The return report was that all functions were tested and passed their standards.